Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned electrodes the device performed to specification. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. It's noteworthy to mention; the x series operator's guide states: preparing the patient for electrode application: the proper application of electrodes is essential for high quality ECG monitoring. Good contact between the electrodes and skin minimizes motion artifact and signal interference. Before applying the electrodes, prepare the patient's skin, as necessary, shave or clip off excess hair at electrode site, clean oily skin with an alcohol pad, and rub site briskly to dry. Based on the device evaluation and log review, the device was determined to be working as expected. The device was recertified and returned to the customer.analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.